Event description:
During routine follow up, the pacemaker involved in this MDR report could not be interrogated; moreover no pacing was observed during the control. Therefore, the device was explanted. It should be noted that this device was listed in group no.1 of the field safety notice issued in october 2005 related to metal migration on symphony / rhapsody. This field action was recorded under recalls in the united states.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Upon reception, the returned device could not be interrogated with the standard programmer; in addition, no pacing pulses were delivered. The device was opened to have direct access to internal components. In-depth investigation revealed that there was a short circuit due to metal migration on the cofired substrate caused by a specific manufacturing process. No similar manufacturing process is used in currently manufactured symphony / rhapsody pacemaker devices. In addition, this device was listed in group no.1 of the field safety notice issued in 2005 related to metal migration on the potentially exposed symphony / rhapsody units.